Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria. The complaint device was not returned to the manufacturer for inspection. For these reasons, no results were obtained.

Event description:
On 22 jul 2024, scientia vascular was notified that an a24-200-002 guidewire fractured during a neurovascular procedure, attempts to gather more information between the scientia vascular sales representative and the hospital occur, and no additional information was provided. On 26 jul 2024, details of the event were provided to scientia vascular. The event was described as follows: "during mechanical thrombectomy for acute stroke, the distal tip of the reperfusion catheter tip separated. After successful recanalization, it appeared that the catheter tip was retained in the thrombosis and ultimately migrated; resulted in m1 occlusion. An aristotle 24 guidewire was used to try to obtain the broken catheter tip, the guidewire also fractured and contributed to the occlusion. Occlusion could not be cleared. Many attempts to retrieve catheter tip and guidewire with a variety of strategies were unsuccessful." The complaint guidewire was not returned to scientia vascular for evaluation, despite sales representative attempts to collect the guidewire.